Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage occurred from the shaft. Per additional information received on (b)96) 2018 from (B)(6), urine allegedly leaked from a tear on the shaft.

Manufacturer narrative:
The reported event was confirmed. A photo sample containing 3 pictures of a temperature sensing catheter during use was received. Visual evaluation of the sample noted that the thermistor wire was snaking through the catheter shaft, which was out of specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that urine leakage occurred from the shaft. Per additional information received on 08/27/2018 from mai shimizu (medicon representative), urine allegedly leaked from a tear on the shaft.

Manufacturer narrative:
The reported event was confirmed. A photo sample containing 3 pictures of a temperature sensing catheter during use was received. Visual evaluation of the sample noted that the thermistor wire was snaking through the catheter shaft, which was out of specification. The snaking of the wires can cause the silicone of the catheter to be under stress. Although damage to the drainage lumen is not easily observed from the blurry photo, the extent of the wire snaking would cause a large extent of stress and damage to the silicone, which confirmed the presence of a leak.the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that urine leakage occurred from the shaft. Per additional information received on 08/27/2018 from (B)(6) (B)(4), urine allegedly leaked from a tear on the shaft.